Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was arteriosclerotic cardiovascular disease. The customer had high cholesterol, stage two kidney diseases, arteriosclerotic cardiovascular disease, which was diagnosed only after passing. The caller stated that the customer would normally have high blood glucose; the last blood glucose reading was high. The caller mentioned that the customer had seizures and had been in a coma, but always barely handled it at home, never received treatment for it and would come out of it on her own and then would go for a check-up. The caller stated that the customer's blood glucose was between 47 mg/dl and 378 mg/dl on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that the insulin pump has been discarded.